Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of left ventricular assist device (lvad) faults; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted controller event log files contained data on (B)(6) 2021. A persistent lvad internal fault alarm was captured throughout the duration of the log files. In addition, the submitted controller periodic log files contained data from (B)(6) 2021 through (B)(6) 2021. The lvad internal fault alarms were observed starting on (B)(6) 2021 and persisted until the end of the file. The lvad faults were associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags. These events did not appear to affect the pump¿s ability to operate. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jan2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a left ventricular assist device (lvad) fault was showing up on the clinic screen. The speed appeared to be changed from 5300 rpms to 5000 rpms. The log file review captured lvad internal faults on (B)(6) 2021. The speed was maintained at 5000 rpms and provided flow through the pump. The only way to correct a lvad internal fault is to cut the power from the lvad then restart the device. The healthcare professional disconnected the driveline from primary controller for 3 seconds and connected it back. The heartmate 3 resumed speed at 5300 rpms and there were no more lvad fault alarms. The patient was stable and no equipment was to be returned.